Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter displayed an ¿error 4¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 around 6am. The patient manages her diabetes with metformin pills (usually 5 pills during the day) and glyburide pills. Later that same morning, the patient administered self a decreased dose of metformin pills (only 2 pills). Immediately prior to the start of the alleged issue, the patient claimed she felt symptoms of light headed, shaky and blurry vision. Additional treatment was not specified. The patient denied testing with another device. The alleged issue was not resolved with retesting. Replacement products were sent to the patient. Based on the information provided at this time, there is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred. There was no indication that the patient¿s symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged ¿error 4¿ message remained unresolved.